Manufacturer narrative:
B5: new information updated. Previous code d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the wireless mode was not attempted. The customer reported that since the communication would not function properly via cord, they assumed wireless mode would not work either. Also, customer never uses wireless mode due to a history of interference from other equipment in the operating rooms.

Manufacturer narrative:
H3: analysis found that the power pcb was failed and ssd pcba was defective. V1.7.5 software could not be updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h3: analysis found that the connector pins were loose on afe board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during 4-channel facial nerve monitoring was performed. Channel 4 failed to mute during use of monopolar and bipolar instruments. Staff checked for problems with the electrode for this channel, but could not find any issues, and no surgical energy instrument cords were passing over or parallel with the electrodes. The muting clip was swapped out for another one and the issue with channel 4 not muting persisted. The error messages were observed in both wireless and corded setup. Returning the pi box to the console and powering the pi box off and on were not successful. Console and pi were not communicating through wired mode and wireless mode was not attempted. The procedure was extended up to 10 minutes. The procedure was completed with backup product. There was no patient impact in this event.